Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be replicated. Error code 80 was present indicating that there was an issue with the high current motor causing the battery to drain faster which resulted in programming loss. The motor was determined to be the cause of the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump had lost programming. There were no reported adverse events.